Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient condition was unknown.

Event description:
New information received notes the right ventricular (rv) lead exhibited low pacing impedance and decreased ventricular sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of low pacing lead impedance and sensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of low pacing lead impedance and sensing noise is due to the exposure of the outer coil at the abrasion zone. No other anomalies were found.